Event description:
It was reported that during the procedure, the physician found that the console was beyond the service life of the flash. The console prompted error code 1014 (flash lamp life time exceeded). The procedure was not completed but the patient had already being sedated. The patient is stable and there were no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
E1 initial reporter address: updated.

Event description:
It was reported that during the procedure, the physician found that the console was beyond the service life of the flash. The console prompted error code 1014 (flash lamp life time exceeded). The procedure was not completed but the patient had already being sedated. The patient is stable and there were no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that during the procedure, the console prompted error code 1014 (flash lamp life time exceeded). The procedure was not completed but the patient had already being sedated. The patient is stable and there were no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
B5 event description corrected. E1 initial reporter address: updated. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the flash lamp, and calibrated the laser. The laser console passed full functional and electrical safety testing. When a flash lamp is installed, a counter is set to track the usage of the lamp. When it reaches the expected usage count, the 1014 code is triggered. This is a courtesy service code that warns the user that it is time to replace the flash lamp. The fse replaced the flash lamp and reset the counter, which resolved the issue. Based on the analysis results, the reported error message was confirmed as replacing the flash lamp resolved the issue. The worn-out flash lamp is most likely the reason that caused the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.